Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd phaseal¿ optima infusion connector c35-o the injector separated. The following information was provided by the initial reporter: we have experienced a few leakages at the connection site of the continuous infusion tubing and the cassette tubing, which utilizes the two parts, n35-0 and c35-0. In one scenario, the injection piece n35-0 lost it's connection the connector and the patient came in and it would not stay reconnected, so we had to switch out the piece.